Event description:
It was reported that during an unspecified treatment procedure, a balloon and tip detachment occurred. The physician was attempting to treat a 99% stenosed lesion located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Vascular access was obtained through the femoral artery. Another manufacturers' introducer sheath and guide wire were used to gain access to the lesion. This 2mm x 40mm x 145cm sterling balloon catheter was then advanced to the lesion against some resistance. When an attempt was made to inflate the balloon, the balloon was unable to inflate. The sterling balloon catheter was removed from the patient, at which point it was noticed the tip and balloon remained in the patient. Another manufacturers' snare was advanced over the same guide wire and was able to retrieve the tip and balloon successfully. The procedure was completed with a different device. There were no further reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): the complaint device was returned for analysis with a guide wire, guide catheter, and snare. A blood-like substance was present throughout the exposed surfaces of the returned accessory devices, the devices were otherwise unremarkable. Visual inspection of the returned complaint device revealed that the shaft was separated approximately 25.5cm from the tip. The balloon and tip were still attached to the distal shaft. The mid-shaft separation appeared to be from tensile overload. The separated distal shaft was returned loaded over the guide wire. The guide wire was inspected, there were no kinks or damage noted to the wire. The core wire was still intact and did not appear to have any damage. Inspection of the remainder of the complaint device revealed that the shaft was bunched up/buckled 19-20cm from the tip and the distal end of the balloon was bunched up. Examination of the material surrounding the separation and other damage noted did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was further reported that the procedure being performed was a percutaneous transluminal angioplasty. The lesion being treated was in the anterior tibial artery of the right leg. This balloon was used to pre-dilate the lesion. Prior to the event, this balloon was inflated twice at 6atms for 30 seconds for each inflation without difficulties. The balloon inflated completely. It was further reported that the entire balloon detached and was separated from the tip. The tip and balloon were removed from the patient. There were no problems to report with the encore inflation unit.

Manufacturer narrative:
(B) (6).(B) (4). (B) (4).